Event description:
This pt was presented to the interventional lab for an angioplasty procedure of the cephalic vein (side unk). The vessel was described as moderately calcified and mildly tortuous with a 75% stenosis. There is no information as to where the physician made access to the pt, what size sheath was used, or if there was any difficulty accessing the lesion with a guidewire. The physician advanced the balloon to the lesion and when pressure was applied to the balloon, with an indeflator, the balloon would not inflate. The balloon was safely removed, never losing wire position, and the physician used another balloon to successfully achieve a satisfactory result. There was no reported injury to the pt.